Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the set screw on the cardiac resynchronization therapy defibrillator (crt-d) was set correctly, loosened and then tried to be tightened. The set screw was backed out of the threads and unable to go back in. The device was not used and replaced. No patient complications have been reported as a result of this event.